Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and the patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Additional testing revealed that the complaint of difficulty charging the ipg had been confirmed. The analog ic ((B)(4)) was damaged. The battery depletion rate exceeded the typical battery depletion rate. The (B)(4) damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the (B)(4), (B)(4). Current company label warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)). The patient had a lead revision prior the explant procedure. It could not be determined if electrocautery was used during the lead revision.

Event description:
A report was received that the patient was having difficulty charging his ipg. The ipg database analysis revealed premature battery depletion. The patient is scheduled for an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging his ipg. The ipg database analysis revealed premature battery depletion. The patient is scheduled for an ipg replacement.